Event description:
The patient's lead and generator were replaced due to low battery and high impedance per system diagnostics. The explanted products were discarded by the hospital. No other relevant information has been received to date.